Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2016, the patient experienced bacterial peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with automated peritoneal dialysis therapy. The cause of the bacterial peritonitis was unknown. On unreported date(s), the patient was treated with unknown intraperitoneal antibiotics (medication, dosage frequency, and duration not reported) for the bacterial peritonitis. On an unknown date, intraperitoneal antibiotics were discontinued and the patient was switched to unspecified oral antibiotics (medication, dosage, frequency, and duration not reported) for the bacterial peritonitis. On an unreported date, the patient was treated with cefotaxime (route, dosage, frequency, and duration not reported) for the bacterial peritonitis. Antibiotic treatment with the unspecified oral antibiotics was ongoing. Dianeal therapy was ongoing. The patient was recovering from the bacterial peritonitis. No additional information is available.